Event description:
Same case as MDR ID 2134265-2013-06678. (B)(4). It was reported that post percutaneous coronary intervention, patient had peri-procedural myocardial infarction, vessel dissection post deployment and stent thrombosis occurred. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in distal right coronary artery with 90% stenosis and was 8.00 mm long with a reference vessel diameter of 3.0 mm. Target lesion was treated with pre-dilatation and placement of a two 3.00 x 12 and 3.0 x 8 mm study stents. Following post dilatation residual stenosis was 0%. Post deployment of study stents, vessel dissection was noted. On the same day, post index procedure, patient developed myocardial infarction. Cardiac enzymes were noted to be elevated consistent with protocol definition of mi (peak ck: 974 iu/l, uln/221; peak ck-mb: 79 ng/ml , uln: 5.0 ng/ml; peak troponin I: 33.89 ng/ml, uln: 0.06). The event was considered resolved and three days later, patient was discharged on dual antiplatelet therapy. In (B)(6) 2013, an event of distal right coronary artery stent thrombosis occurred. Non target vessel revascularization was performed regarding the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that in august 2013, during the index procedure, target lesion located in distal rca was treated with pre-dilatation and placement of a 3.00 x 12 mm stent. Post deployment of the study stent, residual stenosis was noted distal to the stent site. This was treated with placement of a 3.0 x 8 mm study stent. Post deployment of the second study stent (3.0 x 8 mm) a 95% stenosis was noted distal to the stent probably due to focal dissection. This was attempted to cross with a non-bsc wire which resulted in extension of the dissection and total occlusion of the posterolateral (pl) branch. This was then crossed with a non-bsc wire and treated with balloon dilatation with a final timi 3 flow. There was a final 70% residual stenosis in the proximal and mid pl branch which was left alone. On the same day, baseline core lab angiography revealed 50% side branch stenosis at right posterolateral descending artery (r-pda). Post procedure angiography revealed 100% 'branch percent stenosis in r-pda. Also baseline core lab angiography revealed presence of abrupt closure and grade 'f' dissection. Baseline core lab comments notes: small spinal dissection after balloon pre-dilatation. 1st stent deployed with residual stenosis distal to stent site due to vessel dissection. A 2nd stent is then implanted. The vessel dissection extended distally resulting in total occlusion of the stented segment. In (B)(6) 2013, follow up core lab angiography revealed 100% side branch stenosis,isr stenosis pattern. Target lesion revascularization ad non-target lesion revascularization was performed followup core lab comments note: unsuccessful percutaneous transluminal coronary angioplasty (ptca) of target lesion which was occluded at follow-up. Non-tvr to left main lesion. And also, the site reported an event of non-cardiac chest discomfort which was previously reported as angina pectoris, 22 days post index procedure. No action taken regarding the event.

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that the patient was brought back for repeat catheterization after the healing of dissection for further intervention of posterolateral branch. And also, left main artery was pre dilated and implanted a 3.0 x 12 mm non bsc stent. Following post dilatation residual stenosis was minimal with timi 3. Distal rca at prior stent site was dilated with balloon. Final angiography revealed persistent total occlusion of distal rca.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in september, the 100% stenosis in distal rca was treated with a balloon angioplasty. However residual stenosis was 100%. The patient was discharged on the same day.